Event description:
Customer received a result of 525 mg/dl on the mobile system, and a result of 150 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with a1 patient identifier 200187410a for the suspect device used in the mobile system.